Manufacturer narrative:
D4 UDI: as the lot # is unknown, the UDI will consist of the primary di number only. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of continu-flo solution sets generated "air in line" alarms on IV pumps. The events reportedly occurred when clinicians "hang a bag of fluid or antibiotics" for infusion. The reporter was unsure if "the tubing has some kind of gas in it which might be causing the air in the line." As a result, nurses reportedly either remained with the pump for an additional five minutes awaiting alarm activation or removed and replaced the tubing to restart the infusion setup. There was no report of patient injury or medical intervention associated with these events. No additional information is available at this time.